Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was that the single board computer (sbc) portion of the assembly was inoperative which prevented the device from completing the boot-up process in order to power on..

Event description:
The customer contacted physio-control to report that their device would not complete its boot-up cycle. In this state, the device would not be able to provide therapy, if it were needed. The event occurred during patient use. The customer was unable to provide further patient details.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. After replacing the system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not complete its boot-up cycle. In this state, the device would not be able to provide therapy, if it were needed. The event occurred during patient use. The customer was unable to provide further patient details.